Manufacturer narrative:
Date of event: unknown, not provided. Lot #: unknown, not provided. Expiration date and unique identifier (UDI#): unknown as the lot number was not provided. Implant and explant date: : if implanted or explanted, give date: not applicable as this is not an implantable device. Initial reporter phone number: (B)(6). Device manufacture date(s): unknown, because the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol) a white object entered the patient's eye. Reportedly the particle, suspected to come from the viscoelastic healon, disappeared so the surgeon believed it had dispersed. The patient did not come back with any injury. No further information was provided.

Manufacturer narrative:
Device evaluation: the healon was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the lot number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.